Event description:
As reported for this event by the customer, 20 minutes into a therapeutic laparoscopically assisted liver transplantation procedure, the device probe broke off and fell into the patient. The broken piece was removed from the patient manually by endoscopic forceps. The procedure was completed with another similar device without any delay. The patient did not need to be given additional anesthesia. There was no harm or adverse impact to the patient. The doctor was performing coagulation. The intelligent tissue monitoring (itm) was switched off. The device was inspected before use with no anomalies noted. Connection points to the generator were inspected. There is no knowledge of any cable damage. The transducer cords or the cords of any other medical device were not bundled.

Manufacturer narrative:
The data for personal information (initial reporter and patient) cannot be made available due to restrictions imposed by the EU general data protection regulation (gdpr, art. 44-49). The device has been returned. A full technical evaluation was completed in accordance with original equipment manufacturer specification. The device was visually inspected for external and inside damage. The probe is broken. Missing piece is returned. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely the probe broke due to contact with a surgical instrument or the non-insulated area of grasping section. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contactin the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." Olympus will continue to monitor the field performance of this device.